Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the b30 error code was not reproduced during repair quote, it is presumed that the subject device failed to communicate with the scope and an error was reported due to foreign object such as dust or residue of medicinal solution adhering to the electrical contact of the scope connector. The instructions for use (IFU) states: ¿code: b30 ¿error message: contact olympus scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. ¿solution :wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, b30 communication error was not confirmed. The unit was examined with a test cv-190 and an ltf-s190-5, gif-h190, cf-hq190l test scopes. The video image functioned normally and the b30 error did not occur during testing. However, front panel, top cover and rear panel damage was noted. In addition, a worn-out scope socket slider switch was causing intermittent use of high intensity mode and the front panel labeling was missing. Lastly, a non-olympus lamp was over 300 hours and the light output was below specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred with the evis exera iii xenon light source . There was no patient involvement, no harm or user injury reported due to the event.